Event description:
It was reported that the patient with implantable pacemaker visited the emergency room (ER) after a syncopal episode. During interrogation, this right ventricular (rv) lead was found to exhibit high out of range pacing impedances and loss of capture (loc) in bipolar configuration. It was suspected the rv lead had fractured. An emergent revision procedure was performed where the physician opted to upgrade patient therapy to a cardiac resynchronization therapy pacemaker (crt-p) device and new rv lead. The physician then placed this rv lead in unipolar configuration as a backup pacing lead in the new device. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.